Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a vibratory alert and the implantable cardiac defibrillator exhibited premature battery depletion. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
(B)(4). Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Correction: the device exhibited margin short instead of premature battery depletion as both elective replacement indicator and end of service were triggered on same day.

Event description:
New information received states the device was explanted and replaced. The patient was stable during and post procedure.